Manufacturer narrative:
Concomitant medical products: 4469 lead implant date: (B)(6) 2008; c2tr01 crt-p implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. It was also reported that the rv lead exhibited high thresholds and intermittent capture. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.